Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an alert due to charge circuit timeout. The device had reached recommended replacement time (rrt) roughly two years prior and the patient refused explant of the device. The ICD remains in use. No patient complications have been reported as a result of this event.